Event description:
Pt was post op day #1 so IV tubing was not out dated. When infusing magsulfate as secondary medication IV medication backed into main line fluids of lactated ringers witnessed by this rn and charge rn also came by to evaluate the problem and came to the same conculsion that medication was filling up mainline IV chamber and infusing into main line bag. It seems as though the one way valve was not working which should prevent any secondary meds from going back up into fluids. The tubing was correctly set up recomfirmed by charge rn. I have had this occur in the past. IV tubing was changed and next dose of mag went in fine. It is unclear how long this may have happened. Pt also had dose of flagyl at 13:00 and it may have gone unnoticed. Tubing was saved and sent to nurse manager. Md notfied.